Manufacturer narrative:
(B)(4). Potential reprocessing. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device not passing pre-run testing. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. For gen04, this signal is typically an error code 5: instrument. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. When this occurs, the instrument will stop activating. The user needs to perform troubleshooting on the system to continue. The device was functionally tested with a generator and an error code 5 (instrument error) was displayed. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Event description:
It was reported that during an unknown procedure, the scalpel could not pass the pre-run test. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.